Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic bladder total extirpation, the rubber of the surgeon's glove got caught in the handle and the ratchet could not be released and did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2023.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4 batch #: a9ca8x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. During functional testing the jaws could not be closed. Upon visual inspection to the handle it was noted that the latch was broken and the remaining portion was not returned, rendered the trigger could not be latched. A possible cause for the latch breakage could be if the trigger was forced to open after the trigger got stuck with the user's glove. The instructions for use state the following warning: prior to squeezing the closing handle, check for objects such as surgical drapes, gowns, and/or patient tissue that could get caught between the closing handle and the grip housing of the device. Failure to do so may result in impaired device functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9ca8x, and no non-conformances were identified.